Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console which signals a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.